Event description:
Patient reported obtaining a blood glucose result of 409 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered insulin (amount and type were not provided). Patient indicated that, less than 1 hour later, she became "delusional." Patient's son reportedly tested her blood glucose, using the suspect device, and obtained a result of 208 mg/dl. Based on patient's symptoms, emergency medical services were summoned for assistance. Upon their arrival, ~ 15 minutes later, patient's blood glucose reportedly measured 27 mg/dl, on paramedics' device. Patient was treated with cola and peanut butter crackers, after which blood glucose reportedly measured 55 mg/dl on paramedics' device. Seven minutes later, patient's blood glucose was retested, using the suspect device, with a result of 327 mg/dl. No additional treatment was received. At the time of the event, patient was testing with expired strips. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.